Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilting. The patient reported becoming aware of the events approximately two years and nine months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter was lower extremity deep vein thrombosis (dvt). The filter was placed via the right internal jugular vein and deployed with the cephalad tip of the filter at the level of l1. No immediate complications noted. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information provided to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to malfunction, including perforation and tilting that causes injury and damage to the patient. Per the implant records, the filter was indicated for lower extremity deep vein thrombosis (dvt). The patient underwent fluoroscopic and ultrasound guided inferior vena cava (ivc) filter placement and an inferior venacavogram. The right internal jugular vein was evaluated using ultrasound and was noted to be widely patent. Under ultrasound-guidance the right internal jugular vein was accessed using a needle. The sheath from a trapease filter set was positioned in the inferior aspect of the inferior vena cava (ivc). A digital subtraction inferior venacavogram was performed which revealed the position of the renal veins. There were no aberrant ivc or renal veins or ivc thrombosis, and the diameter of the ivc was deemed appropriate. Using fluoroscopic guidance, the inferior vena cava filter was placed into position and the deployment set was removed. A fluoroscopic image demonstrated the cephalad tip of the ivc filter at the l1 level. No immediate complications noted. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately two years and nine months after the filter implantation. The patient reports ivc perforation and tilting of the filter. The patient further experienced anxiety related to the filter.